Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to corroded keypad traces. The unit had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error suddenly. The customer's blood glucose was 155 mg/dl. The customer did not observe any significant events leading to the alarm, stating that the insulin pump had not been dropped or exposed to any moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.